Event description:
The doctor put a verte-stack spinal system in me and a friend on the same day on (B)(6) 2010 and neither one of us had a successful fusion and now my screws are also broken. It said not intended for cervical implantation, it also said in the technique manual, for t1-l5 only. It is listed under fusion implants as a lumbar inter body implant cage with progenix dmb putty and cancellous bone block and the doctors put it in our c6-c7. It was not approved by the FDA in (B)(6) 2010 for cervical use. I believe that is why we both did not fuse and my screws broke. Also now the level above is needing surgery along with revision surgery on the c6-c7. It was a medtronic product and one of the doctors had training by medtronic and was paid a sum for the training and was listed as a referred doctor by medtronic.